Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The analysis found that four ecr60w reloads were returned in good visual condition and fully fired. No device was received; therefore no functional test was performed. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that the device was used during a laparoscopic roux en y. When closing the jejunojejunostomy, the common opening, the device was fired to close the common area, the staple line was sealed distally and proximally but not in the center. The surgeon stated there were malformed staples. The case was completed by over sewing with suture. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.